Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and uterine haemorrhage ("abnormal uterine bleeding") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast mass, cervical dysplasia, neoplasm and panic attacks. Concurrent conditions included vaginitis, dysplasia and cervical dysplasia. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced vulvovaginitis ("r infection (bladder/ urinary tract/vaginal) type: vaginitis / vulvovaginitis"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced hot flush ("hormonal changes describe: hot flashes"), libido decreased ("decreased libido") and night sweats ("night sweats"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety / psychological or psychiatric problems condition: anxiety / anxiety attacks"), weight increased ("weight gain"), the first episode of abdominal distension ("abdominal swelling"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), the second episode of abdominal distension ("other injury(ies) or complication (s) please describe: pelvic bloating"), cervicitis cystic ("cystic cervicitis"), ovarian cyst ("left ovarian follicle cysts"), inadequate lubrication ("decrease lubrication"), adnexa uteri pain ("left ovary pain"), abdominal pain ("abdominal pain") and cervical dysplasia ("cin 1"). The patient was treated with surgery (she had surgery to remove the essure implant, hysterectomy (partial), salpingectomy, oophorectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, menorrhagia, weight increased, hot flush, libido decreased, vulvovaginitis, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, the last episode of abdominal distension, cervicitis cystic, ovarian cyst, night sweats, inadequate lubrication and cervical dysplasia outcome was unknown and the anxiety, fatigue, adnexa uteri pain and abdominal pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, cervical dysplasia, cervicitis cystic, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, inadequate lubrication, libido decreased, menorrhagia, migraine, night sweats, ovarian cyst, pelvic pain, tooth disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vulvovaginitis, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2008: there was no spillage from either of the tubes. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vulvovaginitis, anxiety, dysmenorrhoea, menorrhagia. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records received. Events added from pfs- hormonal changes describe: hot flashes, decreased libido; abnormal bleeding (vaginal, menorrhagia), r infection (bladder/ urinary tract/vaginal) type: vaginitis; vulvovaginitis, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, other injury(ies) or complication (s) please describe: pelvic bloating, cystic cervicitis, left ovarian follicle cysts, decrease lubrication, night sweats, ovary pain, abnormal uterine bleeding. Concomitant disease, historical condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') and uterine haemorrhage ('abnormal uterine bleeding') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast mass, cervical dysplasia, neoplasm and panic attacks. Concurrent conditions included vaginitis, dysplasia and cervical dysplasia. Concomitant products included clonazepam (klonopin) from 2009 to 2016 and escitalopram oxalate (lexapro) from 2009 to 2016. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal bleeding ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("anxiety / psychological or psychiatric problems condition: anxiety / anxiety attacks"). In 2009, the patient experienced migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced vaginal infection ("r infection (bladder/ urinary tract/vaginal) type: vaginitis / vulvovaginitis"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced vaginal discharge ("vaginal discharge"). In 2013, the patient experienced hot flush ("hormonal changes describe: hot flashes"), libido decreased ("decreased libido"), night sweats ("night sweats") and inadequate lubrication ("decrease lubrication"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), swelling abdomen ("abdominal swelling"), bloating ("other injury(ies) or complication (s) please describe: pelvic bloating"), cervicitis cystic ("cystic cervicitis"), ovarian cyst ("left ovarian follicle cysts"), adnexa uteri pain ("left ovary pain"), abdominal pain ("abdominal pain"), cervical dysplasia ("cin 1"), pelvic discomfort ("discomfort"), inflammation ("inflammation"), spotting vaginal ("spotting"), trichorrhexis ("hair breaking") and panic attack ("panic attack") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and she had surgery to remove the essure implant, hysterectomy (partial), salpingectomy, oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal bleeding, menorrhagia, weight increased, hot flush, libido decreased, vaginal infection, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, bloating, cervicitis cystic, ovarian cyst, night sweats, inadequate lubrication, cervical dysplasia, pelvic discomfort, inflammation, spotting vaginal, trichorrhexis and panic attack outcome was unknown and the anxiety, swelling abdomen, fatigue, adnexa uteri pain and abdominal pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, cervical dysplasia, cervicitis cystic, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, inadequate lubrication, inflammation, libido decreased, menorrhagia, migraine, night sweats, ovarian cyst, panic attack, pelvic discomfort, pelvic pain, swelling abdomen, tooth disorder, trichorrhexis, uterine haemorrhage, vaginal bleeding, vaginal discharge, vaginal infection, weight increased, bloating and spotting vaginal to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion; on (B)(6) 2008: results: there was no spillage from either of the tubes. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vulvovaginitis, anxiety, dysmenorrhoea, menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media : inflammation, spotting, hair breaking, panic attack, discomfort. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received : aka name added, outcome of the event abdominal distension is updated to recovered / resolved. Events added- inflammation, spotting, hair breaking, panic attack, discomfort. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), weight increased ("weight gain") and abdominal distension ("abdominal swelling"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, anxiety, pelvic pain and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.